Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that device would intermittently power off upon removal of active battery. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that device would intermittently power off upon removal of active battery. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and was able to verify the reported issue. It was observed that the customer was unnecessarily removing the batteries from the device, manipulating the device software to believe a battery is there when it is not. After performing some unrelated repair, proper device operation was observed through functional and performance testing.the device was subsequently returned to the customer for use.there is no malfunction of the device.